Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was capped for an unknown reason. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no right atrial (ra) lead malfunction. The lead was capped due to permanent atrial fibrillation (af).